Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2019 till (B)(6) 2019, the right ventricular sensing amplitude fluctuated between 2mv and 2.5mv and the right ventricular pacing impedance was steady around 400 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
The sensing of the lead was less than 2mv, while the other electrical parameters were stable. The lead was positioned in the right ventricular outflow tract. The lead has been replaced with a new one. The lead is not available for analysis.